Manufacturer narrative:
Integra has completed their internal investigation on 2014. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of complaint related device: the handpiece was tested for the reported failure and no fault was found. The handpiece testing was within specifications. A device history record (DHR) review was undertaken of the (B)(4), to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The MFR paperwork was completed correctly following company work instructions. The documentation shows that the device was produced in sept 2005. The test record showed that all functionality tests were performed satisfactory prior to the unit being released. No concessions are listed on the work order. Conclusion: the reported failure could not be confirmed. There was no fault found with the returned device.

Event description:
It was reported that the unit had no suction. No other info was provided. Add'l info was received from the sales representative on (B)(4) 2014 with the following: in the middle of a craniotomy procedure on (B)(6) 2014 (exact day unk), the hand piece was getting hot according to the physician and it was not properly removing tissue to his satisfaction. The pt (age and gender unk) was not harmed or injured. The doctor continued to use the handpiece. There was no surgical delay or pt adverse consequence reported.